Event description:
Bilateral rupture, detected by MRI, right side.

Manufacturer narrative:
Correction: b5.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side MRI detected rupture.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. Upon initial observation the device was found to have a shell failure with white/cloudy. The device was unable to be weighed. Upon device inspection, the explant was received in four pieces. A piece was missing. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. Optical microscope images were taken of the area. The observed result of mechanical testing was 442% for ultimate elongation and 4.3 (lbf) for ultimate break force. The cause of the shell failure is local stress of unknown origin. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.